Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released for according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an undercorrection in both eyes after a refractive procedure. The surgeon performed conventional photo refractive keratectomy for the residual power approximately four months later. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.